Event description:
(B)(6) advia centaur xp (B)(4) result was obtained for a patient sample. The patient sample was repeated in duplicate and the results were (B)(6). The (B)(6) result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(4) result is unknown. The customer stated there were no errors in the event log at the time the sample was tested. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur (B)(4) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."